Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was a procedure issue causing the handset to not move from 100%. The representative (rep) went through the steps with them to update the device. It was reported that the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient requested assistance with increasing stimulation. Patient stated they couldn't get handset to move from 100%. Agent reviewed general use of external devices and walked patient through connecting with implant and patient confirmed therapy was on. Patient stated they don't adjust stimulation often but wanted to increase stimulation. Agent reviewed how to increase stim and patient successfully increased stimulation. Patient reported not feeling stimulation when increased stim on the call. Patient confirmed they would say they have been getting a 50% or greater reduction in symptoms with therapy despite not feeling stimulation but stated they are also on medication that patient stated has really helped. Patient later reported on the call that sometimes soft drinks go right through them so patient wanted to increase stimulation due to this because they thought they should have the device work a little more for them rather than the gemtesa medication. Patient stated they don't drink more than 1 per day and try not to drink caffeine. When asked for event date, patient stated soft drinks have always been a problem and stated they drink 1 cup of coffee per day. Patient stated they had this problem for over 10 years until they got the device. Patient stated they don't need to use any "products for bladder failure" when in the pool. Patient stated at call closure that everything seemed to be working correctly and stated no issues with device/therapy. Patient increased stimulation more on the call and reported feeling stimulation that patient described as a vibration in their "back", in their lower back. Patient clarified feeling stimulation a little where the implant is located. Agent reviewed stimulation and therapy expectations, and patient stated not feeling stimulation in bicycle seat area. Patient stated they wanted to leave stimulation at that setting despite this and will monitor. Patient stated the feeling of stimulation at implant site "kind of" went away a little bit at call closure. Patient mentioned they are picking up a medicatiov prescription today. Agent reviewed effects on longevity related to increasing stimulation. Reviewed therapy and stimulation overview. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient mentioned they last saw their healthcare provider(hcp) in july and told them everything was going great. Patient mentioned they go by "elaine". Agent had a difficult time following patient throughout parts of the call and made best attempt to document all relevant event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.